Event description:
A report was received via social media that patients ipg pocket was improperly done and the stimulation in the leads were in the wrong nerves. It was also noted that the patients legs was cramped at the abnormal angles. The patient underwent an explant procedure.